Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion test, prime test, and displacement test. However, the device was received stuck in the motor error loop during bolus/basal delivery. Motor position encoder error alarm was not confirmed due to erased history file caused by several displayable history crc check failed on startup alarms in the history file. Alarms were due to a corrupted history file. The motor was tested outside the device and it passed. The motor may have had an intermittent failure that was not detected during testing. The device had cracked case at display window corners and minor scratched lcd window.

Event description:
Customer reported that the insulin pump returned a motor error alarm during priming. Customer reported that the insulin pump was recently exposed to a high magnetic field from another medical device that the customer uses. Customer also reported that the insulin pump returned an additional error alarm. Blood glucose level was not provided. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.